Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a planned dual chamber implantable pulse generator (ipg) implant, the patient developed complications with temporary pacemaker loss of capture and the patient went into asystole. There was no capture on the implanted lead and the first positioning attempt produced a very high threshold. The lead was repositioned with acceptable values. However, the patient continued to have problems and went into ventricular fibrillation (vf) and was shocked two times for vf. The surgeon felt there was no capture and went back into chest for cardiac massage. At that time, the lead was removed and epicardial leads were implanted. No further patient complications have been reported as a result of this event.